Manufacturer narrative:
The MRI issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, the MRI scanning the area where the stimulators were implanted, the patient experiencing a fall or injury before the MRI, the patient having another device implanted, and device migration have been ruled out as potential causes. However, it was reported that the MRI technician did not review the patient ID card before initiating the MRI device to ensure the MRI was performed according to the IFU. This potentially contributed to the discomfort experienced by the patient. The stimulator is used to treat pain. The cause of the reported issue is due to user error at the MRI facility by not following the device MRI conditions in the instructions for use.

Event description:
The patient reported discomfort during an MRI. The patient is still receiving therapy and no further issues have been reported.